Manufacturer narrative:
Although the device from the reported event is expected to be returned to (B)(4), it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. Device not yet returned to manufacturer.

Event description:
As reported by (B)(4)' distributor in the (B)(4): "double lumen PICC placed for parenteral nutrition on (B)(6) 2016. Purple lumen dedicated for administration of parenteral nutrition with ICU medical tpn bung. White lumen used for intravenous antibiotic and fluids with bionector needle free connector. On attempting to replace the bionector on the white lumen the purple hub section was reported to shatter and break off leaving a small segment and the catheter open ended. The catheter was immediately removed and required replacement." No patient injury was reported. The used device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "hub broken/cracked {pasv & hybrid}." No adverse trend was identified. As received, the catheter was trimmed at the 45cm mark. The white/purple valve was broken near the point of insertion into the oversleeve. It was not returned, however the barbed end remained inside the oversleeve of the returned catheter. No manufacturing non-conformances or out of specification conditions were observed during sample evaluation. Although no definitive root cause could be determined from the sample review, the he defect appears to have been caused by exertion of excessive force on the valve component, i.e., handling damage by the end user. Angiodynamics manufacturing process controls on the PICC device include 100% inspection of each valve for damage or defects. Damage to the valve, if present would likely have been identified during this inspection. The directions for use that is supplied with the reported device contains the following precaution: "it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices." (B)(4).